Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us: 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a pilot valve / cuff inflation/deflation issue. It was reported that the spring that closes and seals, did not return to the original position and caused the endotracheal balloon leak. It was reported that there was no patient injury in this event. Additional information provided indicated that reintubation was required as the doctor detected the leak immediately and changed the device.

Manufacturer narrative:
Evaluation summary the sample associated to this report was received and the customer reported issue could not be duplicated. We are unable to determine the cause for this specific event however; manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.